Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: d6b, d9, g3, g6, h2, h3, h6, h10. The device was returned with a shell failure. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.